Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient and at that time it was noted that the patient had a pericardial effusion. The device was checked for release and all the criteria was met. The closure device was released and successfully implanted in the laa of the patient. The physician then treated the effusion by inserting a pericardial drain and drained fluid from the pericardium of the patient. The heparin was reversed and no further fluid was seen under echocardiogram imaging. The patient was transferred to the intensive care unit for monitoring. Later that day the patient was extubated and was doing fine.